Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were no readings for approximately three (3) hours. No additional patient or event information is available. Data was provided for evaluation. The reported event of no readings for approximately three (3) hours was confirmed via data. The root cause was determined to be sensor noise.